Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer states last month the insulin pump had a blank display. The customer states this issue occured 1 to 2 times in the month of february and has not occured again since. The customer declined to provide insulin pump serial number, states he has provided that number and registered that information already.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.